Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside a large plastic bag placed into the lens carton. Viscoelastic was dried on the lens. The optic was tilted on one edge into the well area of the lens case. The anterior optic surface was scratched and gouged in the center with additional scratches and a gouge between the center and the edge. The posterior optic surface was also scratched near the optic edge. One haptic gusset area was gouged on the anterior and posterior edges. The associated cartridge was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. The associated product information was not provided. It is unknown if qualified associated products were used. The root cause cannot be determined for the reported complaint. The lens was not returned in the reported condition of "stuck in the cartridge". The lens was returned in a lens case with viscoelastic and damage the optic and haptic. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, lens was stuck in the cartridge and could not be removed. Additional information has been requested.